Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx was implanted in the lad and two resolute onyx stents were also implanted in the cx. Plaque shift occurred in the lad and cx into the lcma which was treated with the implantation of two further resolute onyx stents; one in the lad and another in the cx with two nc euphora balloons to post dilate. It was also reported that three nc euphora pta balloons were used to pre dilate the vessels prior to treatment. Investigator and sponsor assessed the event as casually related to the index device but not related to the antiplatelet medication.